Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Corrected field: d4: UDI. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to olympus for inspection. And the reportable malfunction was confirmed. Based on the investigation results, the foreign material could not be identified. And it was unknown, how the foreign material remained. A definitive root cause could not be determined. The event can be prevented, by following the instructions for use which state: operation manual 4.2: insertion air/water feeding and suction: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the subject device exhibited foreign material inside air water cylinder, tube and the plastic distal end cover was burnt. There were no reports of patient involvement.